Manufacturer narrative:
The device was returned to nihon kohden , evaluated, and the reported issue confirmed. The batteries would not charge. The ups needs to be sent to powervar company to replace the batteries. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the ups on the cns (central monitoring system) failed when the hospital performed a generator test. When the ups tried to power up it never would power on and the alarms for the unit are going off.